Event description:
It was reported that saline was leaking at the hub when inflating at 4atm. The dr removed & replaced the catheter with the same make to complete the procedure without further complication being reported.